Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. During the procedure the needle popped off of the suture while in the needle holder, prior to use on the animal.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. 1 loose needle and 1 suture were returned for evaluation. They were examined for inspection attribute defects. The suture did not have sufficient insertion. The assignable cause is a short insertion.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.